Event description:
It was reported that a device was used during a lap anterior resection. The device was difficult to remove after firing. Once removed the surgeon noted that the anvil was detached, the device did not completely cut or staple the anastomosis. A diverting ileostomy was placed to complete the case.